Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 358 mg/dl. Reportedly, the customer forgot to turn the carbohydrate feature on when inputting the pump settings. Tandem technical support guided the customer through turning the carbohydrate setting on. The customer delivered a bolus via the pump to address bg level.